Event description:
This is filed to report single leaflet device attachment (slda) and tissue damage, requiring intervention. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient presented with a rotated heart and prolapsed leaflets. Two clips were implanted with no reported issue, reducing mr to grade <1. It was noted that imaging was challenging. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient was readmitted, and transthoracic echocardiogram (tte) was performed. One of the two previously implanted clips had a single leaflet device attachment (slda). The clip had detached from the posterior leaflet, and mr had increased to grade 4. It was suspected that the posterior leaflet was damaged. On (B)(6) 2023, additional mitraclip procedure was performed to treat slda clip and recurrent mr of grade 4. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The poor image resolution is due to challenging patient anatomy. The reported tissue injury and mr appear to be cascading events of the slda. Additionally, tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention (additional mitraclip procedure) and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.